Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the stimulation was very uncomfortable, and they could not turn it off. The caller stated the patient did not sleep because of back pain. The pain started a week ago. It has been a week and the patient cannot turn off the stimulation. The patient was getting a warning screen to recharge. The patient was advised to charge. The caller was upset and wanted someone to come to home and help them. The caller was directed to call the healthcare provider. No further complications were reported/anticipated.